Manufacturer narrative:
The hospital replaced the keypad and returned the unit to service.

Event description:
The hospital reported that, during a case, the clinician attempted to decrease the amount of agent being delivered, and the keypad would not respond. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.